Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein the ipg was explanted and replaced. During the procedure it was discovered the leads migrated to t10. The leads were repositioned. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated